Manufacturer narrative:
Concomitant medical products and therapy dates: model 1192, scs anchor - therapy date unknown.

Event description:
Related MFR report number: 1627487-2019-05276. It was reported that patient experienced discomfort at the anchor sites. As a result, surgical intervention was undertaken on (B)(6) 2019 to replace and reposition the anchors, which resolved the discomfort. Stimulation therapy was restored postoperatively.